Event description:
During preoperative anesthesia machine checks, the doctor noted a nibp "cuff occlusion" error message on machine s5 monitor display. The m-pretn multiparameter vital signs module would not allow noninvasive blood pressure measurement. The doctor checked all cables and cuff tubing for kinking, and there was none. This error has been recurring on several of these modules and has required repair by the manufacturer. In every case the manufacturer has replaced the nibp interface pcb to correct error. The problem with the remaining modules keeps occurring, which causes delay and or cancellation of surgical procedures. The manufacturer has been notified of these failures, but has not resolved this ongoing issue. This current medwatch report is for two additional module failures.